Event description:
Chief complaint: dizziness. Admission diagnosis: 1. Pacemaker generator exhaustion. 2. Elevated pacemaker pacing threshold. 3. Atrial fibrillation. Reason for hospitalization: pacemaker implantation. Pt comes in today complaining of dizziness. Demonstrated myopotential inhibition. Noticed that the bipolar programming abolishes this myopotential inhibition but raises the threshold slightly in pacing and therefore it shows pt has less than one month remaining in battery life and pt is scheduled for the pacemaker replacement.